Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the downstream occlusion caused by an out of specification pressure plate gap. The downstream sensor was calibrated to ensure accurate occlusion detection.